Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that heparin 852u/hr was infusing and should've been increased to 892u/hr. After a ptt draw at 0507 resulted as 46.9. At 0800 assessment the rn noticed the heparin was infusing at 890u/hr. The user changed to the correct dosage to 892u/hr. There is no report of patient harm.